Event description:
During an in clinic follow up, premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image and interrogation of the device indicated device operated at high pacing output settings during implant period as well as rate responsive feature was enabled during implant period. When automatic settings are programmed, such as rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.